Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an unspecified secondary infusion was observed to flow into a primary infusion. There was no patient harm.

Manufacturer narrative:
Concomitant products: non-cfn microclave; 500ml baxter IV bag of 0.9% nacl, lot: y017764, exp: july 2017; 500ml baxter IV bag of doxorubicin, lot: y0158081, exp: june 2017, therapy date (B)(6) 2016.the customer¿s report of a check valve failure was confirmed.the primary set was visually inspected and no anomalies were noted. The check valve was visually inspected under magnification; it was noted to be assembled in the set correctly with the silicone membrane centered.functional testing confirmed backflow indicating a faulty check valve.disassembly of the check valve resulted in discovery of a particle measuring 0.0207¿ long located between the housing seal area and the affixed silicone diaphragm disk. The particle was identified to be acrylic.the cause of the check valve failure is an acrylic particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the acrylic was not identified.

Event description:
The secondary medication was doxorubicin 46 mg in 523 ml.

Event description:
The customer reported a secondary infusion of doxorubicin 46 mg in 523 ml a 21.8 ml/hr. Was observed to flow into a primary bag of sodium chloride 0.9%.